Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, lost image occurred. Air was not removed by flushing during preparation. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "cause not established" following a review of the reported event details, available information, and product record review. In this case, the device was not returned for product analysis; therefore, limiting the identification of a most probable cause to the reported event. Improper handling, device manipulation, or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there are no additional details pertinent to the event.